Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a no disposable alarm. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with r complaint of no disposable alarm. No relevant service history records found. Review of event log found cassette not attached properly alarm, confirming event. Upon turning on device, the alarm was displayed. Probable cause was a defective downstream occlusion (dso) sensor.